Event description:
It was reported the patient experienced nerve stimulation in an unintended location. The patient stated the stimulation going in the incorrect place, as it was going across, but going in front instead of where her sciatic nerve was in the back. The patient knew the feeling from a previous experience with her implantable neurostimulator (ins). The patient was nauseated, feeling sick, and had a cold sensation across her abdomen from her belly button down. The patient's symptoms occurred following a partial fall that occurred late in the evening 2 days prior to report. The patient noticed the next day the issue with stimulation in the wrong location. The patient had not been evaluated by her physician. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37743, serial#(B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that patient felt stimulation in the wrong location and patient experienced a loss of therapeutic effect. Patient felt stimulation going across her abdomen, right front part of leg, down left leg (back) and left stomach with program 1. The therapy was not covering her sciatic area which was the pain location. The symptoms occurred following strenuous activity or exercise. Patient was doing some stretches above her head. The symptoms occurred at the left leg, right leg and abdomen. Patient status was fair. When the stimulation on program 1 was increased to 3.7 volts, patient did not like the sensation as it was making her feel sick. Patient then turned the stimulator off.

Event description:
Additional information received reported that the patient was to meet with the company representative on (B)(4) 2012 to have their implantable neurostimulator reprogrammed. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
.